Manufacturer narrative:
Philips investigated this complaint. Additional information indicated the system had been used for coronary procedures and the procedure was completed on another system. A philips field service engineer (fse) inspected the system on site and confirmed that geometry movements were only partially available. During troubleshooting, the fse found that the system had no geo controls and no communication with the detector; dtc error messages were present. Review of the log file confirmed loss of power to the fan tray and dcps. The pdu fan tray and dcps were sent for analysis, but the supplier could not conclusively determine the root cause. The fse replaced the pdu fan tray and dcps, which restored system functionality. After replacement, the system was returned to service in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.